Event description:
A malfunction alarm was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The technical support team from cts decided to replace the pump, as the malfunction code was not resettable. The customer was advised to use a backup insulin pump and was informed that they would receive a replacement with updated software. Cts provided instructions for putting the old pump into storage mode and coordinated the shipment details for the replacement pump, which did not require a signature upon delivery. The customer was instructed to return the problematic pump within ten days using a provided return box and pre-paid label, and they acknowledged understanding of all instructions given.